Manufacturer narrative:
We evaluated one opened/used sensor and found sensor broken missing broken part. We were unable to confirm if sensor was received damage due to customer returning it opened/used. We were unable to confirm needle complaint due to customer not returning insertion needle only sensor.

Event description:
It was reported via phone call that the customer had problems with both sensors. The customer had a threshold reading below 55 tried to calibrate and received a calibration error and lost sensor. The customer's blood glucose was between 100mg/dl-156mg/dl. The customer was advised the device will be replaced.